Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: unknown, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had a complete reoccurrence of their urinary urgency and urgency incontinence since having a collection over her battery drained. They checked impedance and was all okay. But any program using electrode three or two causes significant coccygeal pain. Any program involving electrodes zero or one gives no sensation at all. Patient left on suspensory program but 3 months later they still have not had improving symptoms. There was no surgical intervention that occurred. The issue was not resolved at the time of the report. No further patient complications are anticipated or expected as a result of this event.